Event description:
It was reported that pump experienced malfunction when pump screen went dark and would not turn on after caller placed pump into storage mode while trying to troubleshoot, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to reconnect pump to charger, which restored screen and displayed malfunction code, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode, pump return, and avoiding billing, and advised customer to transfer pump settings and connect continuous glucose monitor to replacement pump while continuing to use current pump and alternate insulin method if necessary.